Event description:
It was reported that though there was a space to inserted the screw into the pt's bone, the head of the first use screw was broken. The tip of the screw remained in the bone. So, though the surgeon used the second use screw instead of the broken first use screw into another hole, the second use screw was also broken. Both the two screws remained in the bone. The removing operation will not carry on.

Manufacturer narrative:
Investigation in process, but not yet complete.